Event description:
The facility initially reported a device with a condition of "channel b will not open". On november 10, 2008, additional information was received from the customer stating that the condition was that "the open button did not work on channel b". This condition occurred prior to use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This issue is currently being investigated.